Event description:
[Burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced burns and blisters after using a thermacare patch. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , itching in the lumbar zone below the patch [pruritus] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6)-year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient had no relevant medical history. Concomitant medications were reported as none. On an unspecified date in (B)(6) 2018, the patient applied the heatwrap in the morning and after 8 hours of use, he noticed itching in the lumbar zone below the patch. The patient removed the heatwrap and saw the blisters. He went to the physician's office where he was treated with an unspecified ointment for burns. The patient denied application of topical medications. The box had been thrown away; therefore, the lot number was not available. Action taken with the suspect product was unknown. Therapeutic measures taken included an unspecified burn ointment. No surgical intervention, such as debridement, was required as a result of the events. It was unknown if the patient would experience long-term sequelae such as scarring. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable physician includes: no relevant medical history, no concomitant medication, updated suspect product, provided event onset date, reaction data (additional event of itching), therapeutic measures taken and updated the patient's clinical course. Follow-up ((B)(6) 2018): follow-up information received from local product quality complaint group includes: the product complaint was processed without investigation since lot number could not be obtained. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up ((B)(6) 2018): follow-up information received from the (B)(6) drug agency (aemps) includes: they provided their acknowledgement for the notification with their reference number (B)(4)., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn blister/itching in the lumbar zone below the patch [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist via a sales representative. A 25-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient had no relevant medical history. Concomitant medications were reported as none. On an unspecified date in (B)(6) 2018 the patient applied the heatwrap in the morning and after 8 hours of use, he noticed itching in the lumbar zone below the patch. The patient removed the heatwrap and saw the blisters. He went to the physician's office where he was treated with an unspecified ointment for burns. The patient denied application of topical medications. The box had been thrown away; therefore, the lot number was not available. Action taken with the suspect product was unknown. Therapeutic measures taken included an unspecified burn ointment. No surgical intervention, such as debridement, was required as a result of the events. It was unknown if the patient would experience long-term sequelae such as scarring. Clinical outcome of the events was unknown. According to product quality complaint group: summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (18jan2018): new information received from a contactable physician includes: no relevant medical history, no concomitant medication, updated suspect product, provided event onset date, reaction data (additional event of itching), therapeutic measures taken and updated the patient's clinical course. Follow-up (19jan2018): follow-up information received from local product quality complaint group includes: the product complaint was processed without investigation since lot number could not be obtained. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (19jan2018): follow-up information received from the spanish drug agency (aemps) includes: they provided their acknowledgement for the notification with their reference number (B)(4). Follow-up (23apr2020): new information received from product quality complaint group included investigation results. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2018-00012 and MFR report number 1066015-2020-00108 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2018-00012. MFR report number 1066015-2020-00108 is to be considered as deleted. Follow-up activities are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burn blister/itching in the lumbar zone below the patch [burns second degree]. Narrative: this is a spontaneous report from a contactable pharmacist via a sales representative. A 25-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient had no relevant medical history. Concomitant medications were reported as none. On an unspecified date in (B)(6) of 2018, the patient applied the heatwrap in the morning and after 8 hours of use, he noticed itching in the lumbar zone below the patch. The patient removed the heatwrap and saw the blisters. He went to the physician's office where he was treated with an unspecified ointment for burns. The patient denied application of topical medications. The box had been thrown away; therefore, the lot number was not available. Action taken with the suspect product was unknown. Therapeutic measures taken included an unspecified burn ointment. No surgical intervention, such as debridement, was required as a result of the events. It was unknown if the patient would experience long-term sequelae such as scarring. Clinical outcome of the events was unknown. According to product quality complaint group: summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (18jan2018): new information received from a contactable physician includes: no relevant medical history, no concomitant medication, updated suspect product, provided event onset date, reaction data (additional event of itching), therapeutic measures taken and updated the patient's clinical course. Followup (19jan2018): follow-up information received from local product quality complaint group includes: the product complaint was processed without investigation since lot number could not be obtained. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (19jan2018): follow-up information received from the spanish drug agency (aemps) includes: they provided their acknowledgement for the notification with their reference number (B)(4). Follow-up (23apr2020): new information received from product quality complaint group included investigation results. Follow-up activities are completed. No further information is expected.

Manufacturer narrative:
Summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.